Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Patient information was requested, no response received.

Event description:
The customer reported that the ventilator alarmed with oxygen device failed error. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
Follow-up root cause: failure analysis on the returned oxygen valve solenoid shows that the oxygen valve solenoid assembly was tested and no failures were identified. Per the customer response. The unit was not in use on patient. The unit failed when the staff carried out a pre-use check, so it was not on a patient at the time. This means that there will be no patient details available.